Event description:
Caller reported reading of 355 mg/dl with freestyle from a forearm test. Insulin was taken and customer felt shaky and began to sweat. Customer called family member for assistance and passed out. Family member provided sugar and orange juice. Freestyle testing yielded 114 mg/dl at 11:00 pm and then 115 at 11:22pm. A comparison against accucheck yielded 36mg/dl.